Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported event. Further information on the event is being solicited. A replacement pdm has been sent to the patient's parents. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient has been hospitalized on (B)(6) 2025. The patient was feeling very unwell with migraines, dizziness and feeling faint. The patient had lunch and their blood glucose (bg) levels went low (no specific bg level provided). The patient's parents could not elevate the bg levels. The patient was taken to the hospital at 8pm and was hospitalized. Upon checking the op5 pdm's bolus history it reflects less insulin was delivered than the programmed amount. The parents were unsure if the personal diabetes manager (pdm) was delivering the boluses or not. The patient was still hospitalized at the time the parents reported the event to insulet.